Event description:
Philips received a complaint by the customer on the v60 indicating that the device had an air flow zero issue. At this time, it is unknown whether there was patient involvement at the time the issue was discovered; however, there was no harm to the patient or user. The customer called technical support to report that the device had an air flow zero issue. This investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made on 21dec2025, 03jan2026, and 14jan2026 to try to obtain further information about this case regarding the issue; however, no response was received, and the malfunction could not be confirmed. Additionally, no work order was generated. It is therefore unknown what the outcome of the reported issue was, and no further information could be obtained. The investigation concludes that no further action is required at this time. This file is closed and can be reopened if new information becomes available. It is therefore unknown what the outcome of the service event was, and no further information could be obtained. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.